Manufacturer narrative:
Conclusion: device investigation did not reveal any device damage or defect which is expected to have been present whilst implanted. Based on the information received from the field, the implant housing migrated from its original position. Hearing performance with the device was affected since the external device could no longer be comfortably used. During the implant repositioning surgery, the electrode array was inadvertently pulled out of the cochlea and it was not possible to re-insert the electrode due to fibrosis. Therefore, the device was explanted and recipient re-implanted with a different electrode type. Mechanical damages found during investigation are most likely related to the multiple reinsertion attempts during surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The patient`s mother informed clinic that implant stimulator package dislocated/migrated. No trauma was reported. However, hearing performance with the device was affected _ the user had difficulty placing the audio processor on due to the migration. The user underwent revision surgery on the (B)(6) 2019.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient`s mother informed clinic that implant stimulator package dislocated/migrated. No trauma was reported. The user underwent revision surgery.